Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional four devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using proglide devices relative to a diagnostic procedure. Reportedly, the proglide device was pulled for final closure and the thread [suture] snapped with five proglide devices. Surgical intervention with local anesthesia was performed to achieve hemostasis. There was no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
E1: address and phone number.

Manufacturer narrative:
Only the plunger and anterior cuff were returned for analysis. The reported suture separation was not confirmed as the suture was not returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using proglide devices relative to a diagnostic procedure. Reportedly, the proglide device was pulled for final closure and the thread [suture] snapped with five proglide devices. Surgical intervention with local anesthesia was performed to achieve hemostasis. There was no reported clinically significant delay. No additional information was provided. An extra proglide device was returned. A link break was found during evaluation of the returned device. No additional information was provided. Subsequent to the initial reports additional clarification was received: it was reported that an arteriotomy closure of an unspecified vessel was attempted using proglide devices relative to a diagnostic procedure. Reportedly, the proglide device was pulled for final closure and the thread [suture] snapped with six proglide devices. Surgical intervention with local anesthesia was performed to achieve hemostasis. There was no reported clinically significant delay. No additional information was provided.